Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped, component failure of the light guide bundle. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the customer allegation could not be determined. For the additional finding that the light guide bundle was chipped, the most probable cause is a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope failed to adjust focus. The issue occurred during installation. There were no reports of patient harm.